Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 4, 2019 with blood glucose of 570 mg/dl at the time of incident. The customer's current blood glucose is 153 mg/dl. Customer¿s other blood glucose levels were 400 mg/dl, 193 mg/dl, 105 mg/dl. The customer was treated with intravenous drip and injections in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.